Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User adavnaced the stent delivery system to desired posoition then pulled tigger but found out the stent cannot be released. User changed to a 4-b stent to successfully deployed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 03-jul-25.

Manufacturer narrative:
Device evaluation the device evaluation for the evo-fc-10-11-6-b device of lot c2158336 could not be completed as the device or photographic evidence of the device was not returned for evaluation. The investigation was carried out with the limited information provided, several requests were made for additional information, and no response has been received to date. Return of the device for evaluation was also requests. If further information is received and/or the device is returned the investigation will be updated accordingly. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2158336. Review historical data: the review of relevant manufacturing records of lot number c2158336 confirms the failure mode has previously occurred for this work order. A possible root cause of the previous incident was attributed potentially to tortuous patient anatomy. Instructions for use and/label it should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis definitive root cause could not be determined. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that a tortuous path may have caused a build-up of pressure which led to difficulty in deploying the stent. It is also possible that during the attempted stent deployment a build-up of pressure caused the outer catheter to kink/break which would lead to difficulty deploying the stent. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation according to the initial report the customer was unable to deploy the stent. Confirmed quantity of 1 device, confirmed used. The patient did not experience any adverse effects due to this occurrence. User changed to a 4-b stent to successfully deployed. Investigation findings conclude that a possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that a tortuous path may have caused a build-up of pressure which led to difficulty in deploying the stent. It is also possible that during the attempted stent deployment a build-up of pressure caused the outer catheter to kink/break which would lead to difficulty deploying the stent. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined.